Event description:
During a pta treatment procedure to dilate a lesion in the superficial femoral artery, the balloon detached. The procedure had been successfully completed and the physician was removing the balloon catheter, reportedly using excessive force. After the balloon catheter had been removed, it was noted that the distal portion of the balloon was no longer on the catheter and remained inside the patient. Successful surgical retrieval of the balloon material was required. Additional information has been requested.